Event description:
A malfunction alarm was reported without any notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided pump reset information, assisted the caller with resetting the pump, and the malfunction code did not recur after the reset.